Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that had failed battery alarms and crack on top of reservoir and battery compartment. The customer¿s blood glucose level was unknown. The customer declined to troubleshoot for failed battery alarms. The insulin pump will be returned for analysis.